Event description:
It was reported that the up arrow is intermittently unresponsive. It was reported that there is no water exposure and no trauma to the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.